Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have tearing near the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure 0.020¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the defect in the chip cover was discovered upon opening and was never used.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic with neck anastomosis surgical procedure, the 8mm monopolar curved scissors (mcs) tip cover accessory had a crack from the opening. The procedure was completed using a backup tip cover. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.